Event description:
It was reported that patient passed away. Autopsy and toxicology test were done and results were awaited per reporter. It was stated that the patient went to sleep at a friend's house and never woke up. It was added that the friend sometimes took pills and patient's husband was afraid the friend gave something to the patient. Drug delivered via the device was morphine. The pump and catheter were later received.

Event description:
Additional information received reported that the first week after the patient got implanted she had ¿a spinal leak from the catheter being put in.¿ after a week of two different emergency room visits and three doctor¿s office visits, the doctor did the blood patch to seal the leak. The patient¿s headache was ¿leaving and she felt better afterwards.¿

Manufacturer narrative:
Analysis of the pump and returned partial catheter revealed no anomaly; normal device function.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.